Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink in the sheath assembly from the femoral marker to the distal end.. No other visual damages were encountered upon visual inspection. Microscopic inspection noted pitting and degradation of the transducer housing consistent with saline damage.

Event description:
It was reported that sheath detachment occurred. The target lesion was located in the left main to left anterior descending artery. An opticross hd imaging catheter was selected to view the target lesion. When the device was inserted, it broke in half and was withdrawn from the patient. The procedure was completed with another of the same device. There were no complications reported and the patient status was stable.

Event description:
It was reported that sheath detachment occurred. The target lesion was located in the left main to left anterior descending artery. An opticross hd imaging catheter was selected to view the target lesion. When the device was inserted, it broke in half and was withdrawn from the patient. The procedure was completed with another of the same device. There were no complications reported and the patient status was stable.